Event description:
Same case as: 2134265-2009-06957. It was reported that during a percutaneous coronary intervention procedure, a guide wire fracture occurred. The 75-90% stenosed lesion was located in the calcified and moderately tortuous proximal left anterior descending artery. The physician used the 1.50mm rotalink system to successfully ablated the lesion 4-5 times with a maximum rotational speed of 220,000 rpm. It was noted that the physician continuously advanced and retracted the burr during rotation while maintaining continuous flush. When the rotablator system was removed from the lesion, resistance was encountered. It was noted under fluoroscopy that the floppy rtw fractured and remained inside the guide catheter. The rotalink system including the complete floppy rtw was removed from the pt. The physician used another of the same device to successfully complete the procedure. No pt complications were noted.

Manufacturer narrative:
(B)(4).